Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high/unstable thresholds, increasing/undefined high pacing impedance, increasing noise, oversensing, unreliable sensing, and pacing issues due to a suspected fracture. The rv lead was reprogrammed as therapies were turned and remains in use. No patient complications have been reported as a result of this event.